Manufacturer narrative:
Device evaluation: the device was returned assembled with the lead cut approximately 0.25 inch from the pump housing and the distal portion of the lead was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar were returned attached to the pump¿s outlet port. Visual examination of the sealed inflow and outflow conduits revealed no evidence of thrombus formations or depositions. Evaluation of the device upon disassembly revealed a non-laminated, tissue like deposition situated on the body of the rotor. The deposition was not adhered to the rotor. The observed deposition also lacked denaturation and lamination, indicating the deposition likely did not develop in this location. A specific cause for the formation of the observed deposition and a duration for which it was present in this location could not be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Although the reported pump speed reductions and pump stoppages were confirmed through an evaluation of the submitted system controller log file, percutaneous lead (lead) wire damage could not be conclusively confirmed without a full evaluation of the full lead. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a transplant on (B)(6) 2015.

Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device - 8.5 months. A root cause for the reported event could not conclusively be determined. The submitted log file was evaluated and revealed intermittent low speed and motor stop events on (B)(4) 2015, all of which appeared to occur while the patient was operating on a tethered power source. X-rays of the internal and external portions of the percutaneous lead were reviewed. The x-rays of the external portion of the percutaneous lead revealed a bend on the internal portion of the patient¿s percutaneous lead. However, these images were inconclusive for any compromises to the integrity of the percutaneous lead's wires. Based on the manufacturer's past experience and similar reported events, the pump stoppages that were confirmed through the evaluation of the submitted log file could be indicative of a potential percutaneous lead issue. A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced two low speed alarms at 2 am in the morning on (B)(6) 2015. The first alarm reportedly occurred while the patient was lying in bed and the second alarm occurred when the patient sat up. It was reported that the patient did not disconnect the system controller and there was no obvious damage to the patient's percutaneous lead (lead). A short-to-shield issue was suspected based on the review of patient's event history. The pump speed reportedly dropped down to 5020 rpm during the first alarm event and the pump stopped. 30 minutes later, the pump speed dropped to 2940 rpm. The pump reportedly stopped again and returned to normal function within a couple of seconds. As a result, the patient was reportedly placed on an ungrounded patient cable. The system controller data log file was submitted to the manufacturer's technical services team for analysis and confirmed the reported pump stoppages. X-ray images revealed a potential suspect area on the internal portion of the lead near the pump. A modified patient cable was requested for and sent to the patient. It was reported that the patient remained asymptomatic throughout the series of events and no further plans for intervention were reported.